Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 while drilling for the distal screw of a retrograde/antegrade femoral nail, through the spiral blade attachment, the drill bit and screw both skived posteriorly missing the nail all together. The screw was aborted and the spiral blade was completed without incident. It is unknown if there was surgical delay reported. This report is for one (1) 4.2mm three-fluted drill bit qc/330mm/100mm calib-sterile. This is report 8 of 10 for (B)(4).